Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion, excessive no delivery tests and unable to confirm any bolus or history anomalies due to the prime anomaly. A cracked reservoir tube lip, cracked battery tube threads, cracked case, missing end cap sticker and scratched display window noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the bolus history was not recording the boluses. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the mother to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test failed. No further information was provided.